Event description:
The implantable neurostimulator (ins) and extensions were removed due to an infection; the leads remained implanted. Pt presented with fever, red/swelling/tenderness at the ins site. No neurologic deficits or symptoms. The infection "grew out of a bug that is more than adequately covered by periop antibiotics." Cultures showed (B) (6). The physician suspected that perhaps the intra-op temporary sterilization cover used to do intra-op telemetry may be the culprit. Wounds healed fine after explant. Pt completed full course of IV antibiotics. Currently pt shows no signs of infection. A new battery was placed one week ago.

Manufacturer narrative:
(B) (4).